Event description:
The outpt facility reported the pt had sustained a perforation during a procedure. The pt was immediately admitted to the hosp where a medical intervention was performed to mend the perforationa and finish the procedure. The type of medical intervention initiated by the hosp was not disclosed. The pt was sent to recovery and was reported to be fine.